Event description:
The customer reported that the insulin pump alarmed button error. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent esc button due to corroded keypad trace. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.